Event description:
It was reported that the patient experienced frequent nocturnal low blood glucose while using the ilet and requested assistance to avoid discontinuation of the device. During the interaction, a factory reset was performed and the dexcom g7 sensor was successfully reconnected. A blood glucose reading of 237 mg/dl was noted during the interaction. Symptoms included hypoglycemia during the night and a subsequent episode of hyperglycemia. Outcomes included troubleshooting and user education with device reconfiguration. An investigation was conducted which included technical support guidance, device reset, and verification of sensor pairing. Investigation of the case revealed no device alerts or alarms and no confirmed device malfunction. The cause of the reported glycemic variability remained unclear. Based on previously established findings for similar reports, it was concluded that the cause was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.